Event description:
The pt received her scs system on (B)(6) 2009. The lead was implanted peripherally in the sacrum region (off-label use). It was reported that on (B)(6) 2011, the lead was replaced due to ineffective stimulation. After the procedure, the pt reported good pain relief. The lead will not be returned to the manufacturer for eval. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.